Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a no external power event while on mpu support was confirmed through the analysis of submitted data log files. The log files captured a no external power event at ~10:27pm on (B)(6) 2019. These alarms appeared to be caused by a loss of ac power while the controller was connected to the mpu. During this event the controller continued to support the pump at the set speed while being supported by its internal backup battery, as designed. When external power was restored, the no external power alarm cleared. The mpu used during the reported no external power event was not returned for analysis. Per reported information, the device would not be returned and the patient was sent home with a power module and ungrounded 14v power module patient cable. As a result, the root cause of the no external power event on mpu support could not be conclusively determined during the investigation. Although the root cause of the event could not be conclusively determined, reports of similar events have been documented and corrective action (CAPA) was initiated to mitigate the occurrence of similar events. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This information was not reported by customer. It was an incidental finding during log file analysis. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Upon log file analysis, investigator found that there was there was a no external power event while patient was on mobile power unit (mpu). Patient has a v-locking mechanism. They did not observe the mpu cord coming loose from wall or back of mpu.